Event description:
In this event it was reported that a propex apex locator provided incorrect measurements; no injury resulted.

Manufacturer narrative:
The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.